Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose results were 21.3 mmol, 14.6 mmol, 11.2 mmol. Tests were done within 20 minutes with a difference of 38%. Pt did not experience any adverse events. No further info has been reported.